Event description:
It was reported that the customer had blood glucose levels ranging from 150-500mg/dl. It was also reported that the customer's insulin pump not showing a test failed message when trying to download software. Troubleshooting was declined. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Insulin pump download to carelink with no errors insulin pump received with minor scratches on lcd window, cracked case on reservoir tube window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.